Event description:
It was reported that at implant a surgical plasma lamp was being used. When the lamp was powered on, wireless telemetry was lost, but when the lamp was turned off, telemetry was re-established. The wireless telemetry was turned off and the rf head was used to communicate with the ICD and then maintained telemetry when the surgical lamp was turned on. A company representative further reported the device would not communicate with the programmer, it could not be tested or programmed while on the table or in the patient. The rep could not turn wireless telemetry off. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.